Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 5 days (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2000 per time stamp). Events occurring on (B)(6) 2000 took place when the clock was not set and the exact date and time of these events could not be determined. Events within the log file are consistent with this system controller being the backup as reported. Controller internal fault alarms were intermittently active throughout the log file and were coincident with lcd com faults. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing. A controller fault alarm was active. The system controller had the lcd bitmap reloaded, resolving the controller fault alarm. The system controller then underwent the functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was conclusively determined to be due to an issue with the lcd bitmap software. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller alarmed for "replace system controller". The controller was a backup controller at the time of the event. The backup battery was exchanged which did not resolve the alarms. The controller was removed from use.